Event description:
A pt was being invasively ventilated with device and supplemental oxygen for upper airway management and oxygen therapy to maintain adequate oxygen saturation levels. The pt was not ventilator dependant and could spontaneuously breathe on their own. They required manual ventilation with supplemental oxygen to prevent further desaturation after the device reportedly shut down and alarmed to alert the caregiver of the event. The pt desaturated to the low 80's and showed signs of cyanosis as a result of the pt's requirement for supplemental oxygen. The pt was responded to immediately, recovered quickly and was placed on another device with supplemental oxygen to resume therapy. According to the facility the pt suffered no lasting detriment and is currently stable and breathing without any ventilatory support. The customer reported that they had added an additional filter to the unit's pressure line. This filter is not a component that is included in the pt circuit. The addition of this filter can alter the internal function of this unit and cause it to shutdown and alarm. The facility has reportedly discontinued use of this filter.